Event description:
The customer stated that a false elevated architect troponin result of 1.47 ng/ml was generated. Another sample taken from the patient 6 hrs later generated a result of 0.08 ng/ml. The initial sample was retested and results of 0.89 ng/ml and 0.76ng/ml were generated. The customer was using a cutoff of 0.30 ng/ml. There was no report of impact to patient management.

Manufacturer narrative:
Describe event or problem; retest results were 0.089 and 0.076 ng/ml, not 0.89 and 0.76 ng/ml as previously stated. An abbott field service representative (fse) reviewed the system logs and found no abnormalities with the initial sample. No associated errors were generated before or after aspiration of the sample, but 2 occurrences of error code 9009, concurrency of (pre-trigger) exceeded, were identified; both of which included but was not limited to replacement of the r2 probe as it was worn from normal use and replacement of the trigger/pre-trigger level sensor assemblies and pre-trigger pump assembly due to the occurrence of error code 9009. After troubleshooting, a passing precision study was obtained using level 1 control material. A review of the architect i2000sr, serial number (B)(4), service history was performed, and no additional service or complaint tickets related to discrepant patient results were found. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the architect stat troponin-I reagent package insert were reviewed and were found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Event description:
The customer stated that a false elevated architect troponin result of 1.47 ng/ml was generated. Another sample taken from the patient 6 hrs later generated a result of 0.08 ng/ml. The initial sample was retested and results of 0.089 ng/ml and 0.076ng/ml were generated. The customer was using a cutoff of 0.30 ng/ml. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.